Event description:
It was reported that the vns patient¿s device showed high impedance. X-rays were taken and were reported by the physician to be unremarkable. X-rays were provided to the manufacturer for further review. The generator appears in the left chest in a normal placement. The filter feed-through wires appear to be intact. The lead connector pin appears fully inserted into the generator connector block. The electrodes appeared to be placed in normal arrangement. Part of the lead was behind the generator and could not be assessed. A sharp angle in the lead was identified near the anchor tether. Based on the images provided, the cause of the high lead impedance is likely due to the sharp angle near the anchor tether. Further follow-up revealed that the patient¿s device was not disabled following the high impedance observation. Patient manipulation or trauma is not believed to have caused or contributed to the high impedance. There has been no change in the patient¿s seizure frequency since the high impedance was observed. No known surgical interventions have occurred to date.

Manufacturer narrative:
Manufacturer reviewed x-rays of implanted device. Device manufacturing records were reviewed. Review of manufacturing records confirmed that the lead passed all functional tests prior to distribution. Review of x-rays by the manufacturer revealed a sharp angle near the anchor tether. Device failure is suspected, but did not cause or contribute to a death or serious injury.